Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, an unknown planned treatment procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Fse diagnosed the table, found it not powering on, and discovered dust on the mainboard connected to the high voltage injector after disassembly. To resolve the issue, the fse cleaned the dust from the mainboard. After some repair, the system returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.